Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. A manufacturing CAPA is addressing the failure mode. A device alert for the shiley 3.0ped cuffless pediatric tracheostomy tube was sent to customers in early 2009. A device alert was sent to the FDA denver district office the next day regarding the shiley 3.0ped cuffless pediatric tracheostomy tube and the device alert sent to customers.

Event description:
The caller reported having difficulty using a size 8 catheter in the tracheostomy tube. The caller states it goes in, but is snug and they have used this size before. The caller is not sure how long the tracheostomy tube had been in, and that the tracheostomy tube had been replaced in the child.